Manufacturer narrative:
Product ID: 3889-28, lot# va1mwnz, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1mwnz, ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) from an healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The rep was informed that the patient had a lead revision because they developed undesirable stimulation in their toe. The patient had thought that the issue may have changed after bumping the device. Reprogramming was unable to resolve the reported issue, but the issue was resolved after the revision. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.